Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall and the right ventricular (rv) lead was fractured with insulated damage and "compression" at the level of the clavicle. It was also reported the lead exhibited low impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.